Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms as noted on the remote home monitoring system. Review of the presenting electrogram (egm) noted lv loss of capture (loc). The patient was asymptomatic. Boston scientific technical services (ts) reviewed the remote home monitoring data and found that the lv impedance measurements started to flucuate in and out of range three months earlier and were now consistently out of range. Ts confirmed that the egm showed lv loc. The patient was brought into the clinic where sensing and pacing on the lv lead were programmed off, thus electrically abandoning the lead. No x-ray was taken, however the physician believed the lv lead is fractured. Also due to issues noted with the right atrial (ra) lead, it is thought that the ra and lv leads are rubbing against each other, thus wearing down insulation on both leads. All products remain in service and the patient will follow up with their electrophysiologist. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted due to continued high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. The right atrial (ra) lead was also explanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured at 47 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This report is being filed to submit the analysis results.